Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. Patient complained about two infusion sets fell off during use. Event occured on (B)(6) 2024 and (B)(6) 2024. Patient blood glucose at the time of issue was 13.4 mmol. Infusion sets were in use for 24 hours. Patient replaced infusion sets and resumed insulin successfully. No further information available.